Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had all key failure. The customer's blood glucose level was unknown at the time of the incident. It was reported that according to the electrostatic treatment it could not recover. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with cracked belt clip slot and cracked reservoir tube lip. No unlocked lcd keypad connector.